Event description:
During a regular fitting in situ testing showed affected channels. Acoustic sensation was present on the functional channels. Clinic has suggested CT scan. An integrity test may also be scheduled. Despite requested, no further information was received.

Manufacturer narrative:
Additional information: based on limited information received, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Despite requested, no further information is available.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a regular fitting in situ testing showed affected channels. Acoustic sensation was present on the functional channels. In addition, the user reports that the area next to the implant feels like the tissue gets dry and he perceives a continuous physical stress in that area. It is not painful, but uncomfortable.